Manufacturer narrative:
Product analysis: analysis of the external pulse generator (epg) was able to confirm the customer comment that the battery drawer would not open. Analysis also noted that the hanger was broken, and the shortening bar was contaminated. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery door on an external pulse generator (epg) would not open when the batteries were not installed. There was no patient involvement.